Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting excessive vibration associated with a vad stop and vad restarts, a motor noise and grinding sound. A controller exchange was performed and the noise decreased but still continued. The patient's vitals were stable, mean arterial pressure (map) was okay, they were hemodynamically okay and their international normalized ratio (inr) was therapeutic. The patient received a heparin drip until a clot could be ruled out. A chest computerized tomography (CT) scan showed no evidence of a clot or malposition of the vad, and an echocardiogram showed no evidence of a clot. The following day, the noise resolved and the patient was discharged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several vad disconnect alarms sounded.

Event description:
It was further reported that the patient had ventricular fibrillation.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated (B)(6) revealed power consumption to be within normal operating range leading through (B)(6) 2021 and no high power alarms recorded during the analyzed period. Review of the alarm log files for both controller revealed multiple vad disconnect alarms were logged on (B)(6) 2021 between 01:37:57 and 01:43:57, likely due to the reported controller exchange from (B)(6). In addition, review of the event log file associated with (B)(6) revealed three (3) controller power up events were logged on (B)(6) 2021 between 01:37:52 and 01:43:52 with an associated pump start at 01:44:33; review of the data log file associated with (B)(6) revealed that the first data point with the pump connected on (B)(6) 2021 was logged at 01:59:27, indicating that the power up events occurred likely due to the reported controller exchange from (B)(6). Two (2) additional vad disconnect alarms were logged on (B)(6) at 17:31:27 and 17:37:53, likely due to the controller powering up without a driveline cable connected. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the vad disconnect alarms starting at 17:31:27, the last data point logged on the controller prior to the vad disconnect alarms was logged at 01:34:28 on (B)(6) 2021. As a result, the reported vad stops associated with vad disconnect alarms were confirmed; however, the reported "excessive vibration, motor noise and grinding sound" event could not be confirmed due to insufficient evidence. Information received from the site indicated that a chest computerized tomography (CT) scan showed no evidence of a clot or malposition of the vad. Of note, it was reported by the site that the patient received a heparin drip and, the following day, the noise resolved. It was further reported that the patient had ventricular fibrillation. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms logged on (B)(6) since 17:31:27 can be attributed to troubleshooting of the controller after the reported controller exchange. Based on the risk documentation and the available information, the most likely root cause of the reported "excessive vibration, motor noise and grinding sound" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Section h6 was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Section b1, b2, h1 and h6 were corrected. This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed that con404125 was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated two controllers revealed power consumption to be within normal operating range leading through 02/jan/2021 and no high power alarms recorded during the analyzed period. Review of the alarm log files for both controller revealed multiple vad disconnect alarms were logged on 01/jan/2021 between 01:37:57 and 01:43:57, likely due to the reported controller exchange from two controllers. Two additional vad disconnect alarms were logged on a controller at 17:31:27 and 17:37:53, likely due to the controller powering up without a driveline cable connected. Additionally, review of the data log file revealed that the controller was not in use prior to the vad disconnect alarms starting at 17:31:27, the last data point logged on the controller prior to the vad disconnect alarms was logged at 01:34:28 on 01/jan/2021. As a result, the reported vad stops associated with vad disconnect alarms were confirmed; however, the reported "excessive vibration, motor noise and grinding sound" event could not be confirmed due to insufficient evidence. Information received from the site indicated that a chest computerized tomography (CT) scan showed no evidence of a clot or malposition of the vad. Of note, it was reported by the site that the patient received a heparin and the following day, the noise resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms logged on another controller since 17:31:27 can be attributed to troubleshooting of the controller after the reported controller exchange. Based on the risk documentation and the available information, the most likely root cause of the reported "excessive vibration, motor noise and grinding sound" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.